Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the threads of the mis ti cfx fen poly 7x45 were stripped. The observed condition of the device is consistent with a component failure that was caused by exposure to unintended forces like overtightening the device while assemblance; or by assembling the device in a misaligned position. Properly handling and attention to the approved use of the device diminishes the risk of failure. No manufacturing issues were observed. A dimensional inspection was unable to be performed due to the post-manufacturing damage. A functional test was unable to be performed due to the post-manufacturing damage. Therefore, the unable to assemble can be confirmed. The overall complaint was confirmed as the observed condition of the mis ti cfx fen poly 7x45 would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 186727745s lot number: 368401 it was electronically reviewed and no nonconformances/manufacturing irregularities were identified during the manufacturing process. The product was released on: 24 apr 2023 manufacturing site: jabil le locle expiry date: 31 mar 2028 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that it was impossible to fit an innie into the screw head of the cfx screw using viper 2 and reduction system. Surgeon needed to remove the screw and put in a new one. Checking the screw, the threading of the screw head was damaged. It was unknown if it was because of the force applied by the system to put down the innie (reduction system) or a defect in the screw from the start. Surgery was delayed by 180 minutes due to the event. Surgeon performed multiple trials and then changed the screw. Surgery was completed successfully. There was no patient consequence.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Corrected: d4 primary UDI number the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.